Event description:
It was reported in that the siderails on 12 of the customer's beds are showing signs of chemical damage. No adverse consequences alleged.

Manufacturer narrative:
Results: siderail.